Manufacturer narrative:
(B)(4). Additional 510k numbers: k013227 and k953101. Device not returned.

Event description:
It was reported that the cover screw (tscw) could not be disengaged from the implant. The patient was referred to a specialist to attempt retrieval.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One scr surgical cover ti fla t 4.5mm imp tscw was returned for investigation. Visual inspection of the as returned product identified that the cover screw is cut laterally at the drive feature down to the hex base. No device lot number was provided so a device history record review and a complaint history review could not be performed. However, a complaint history review by item number was conducted for the tscw dating back 2 years. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants; 4869 rev 7-01/16; step 7 ¿ prepare the implant for healing. The complaint reported that the screw is not disengaging from the implant. The hex driver kept slipping when she was trying to engage the screw. She ordered a new driver and was still unable to remove the screw. The reported event is confirmed following physical examination of the returned device. A root cause for this complaint could not be determined. The following sections have been updated: device available for evaluation change ¿no¿ to 'yes.' Device evaluated by manufacturer: change 'no' to 'yes.'